Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a display issue (dim/fading/color spectrum) issue. The patient had a blood glucose of 387 mg/dl with polyuria. The bg excursion does not meet animas criteria for a reportable adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.